Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm) 3 had a fault that would not clear. The customer attempted multiple restarts including a hard power cycle, but the fault would not clear. The surgeon needed all four usms for this procedure. The procedure was converted to laparoscopy surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The procedure conversion did not result in increasing port size incision or adding additional ports, and the patient tolerated the change well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site but was not able to reproduce the issue. The isi fse replaced the universal surgical manipulator (usm) and distal set up joint (suj) due to the 319 errors in the logs. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Isi received the distal suj involved with this complaint to perform failure analysis. The distal suj was analyzed and found to have no failures. However, the errors were confirmed as having occurred in the error log. The errors were pointing to the proximal suj. The unit passed all tests that were performed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have no failures. The unit was tested on a pftp, and all tests passed. Error log review showed errors came from proximal suj. After consultation with engineering, it was determined that the wrong part was sent back for analysis. The complaint was not confirmed based on the failure analysis.